Event description:
Physician was using the scissors to cut tissue when the scissor blade broke in two. Debridement tissue from foot. Device failed (e.g. Broke, couldn't get it to work or stopped working).